Manufacturer narrative:
It was reported by the hospital contact that during hydrolysis pump pressure operation in vitro, the coil (640hx0206/17050571) separated from the detachment point and fell out. Used a new coil (details unknown) to complete the procedure. There was no report on the patient injury. The patient is male and 60 years old, has pcom with a size of 3.5*5.8 mm. It was initially reported that the product will be returned for analysis. There were no damages noted on the coil. An adequate continuous flush was maintained through the microcatheter (details unknown). There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance during advancement, repositioning, or withdrawal. It is unknown if the coil was used like a guidewire to reposition the microcatheter. It is unknown if a one to one relationship between the coil and delivery tube was verified with fluoro prior to the repositioning. There was no clinically significant delay in the procedure due to the event. A non-sterile og helical xtrsoft coil 2x6 was received inside of a plastic bag. The hypotube was inspected and it was found without any damage. The introducer was not returned for evaluation. The support coil was inspected and it was found without damage. The gripper was inspected and no damage was noted on it while that the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope system; the gripper was found without damages while the embolic coil was found stretched. No obstructions or damage was noted on the purge hole and gripper also marks of the embolic coil were attached to the gripper can be observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil - premature detachment¿ was confirmed since the embolic coil was received deployed. However; it is not possible to determine the cause and the moment when happened. The failure experienced by the customer and the damages found on the device could be conclusively determined; neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Handling and procedural factors could be contributed to this condition. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received at the analysis site. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: new coil (details unknown), microcatheter (details unknown).

Event description:
It was reported by the hospital contact that during hydrolysis pump pressure operation in vitro, the coil (640hx0206/17050571) separated from the detachment point and fell out. Used a new coil (details unknown) to complete the procedure. There was no report on the patient injury. The patient is male and 60 years old, has pcom with a size of 3.5*5.8 mm. It was initially reported that the product will be returned for analysis. There were no damages noted on the coil. An adequate continuous flush was maintained through the microcatheter (details unknown). There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance during advancement, repositioning, or withdrawal. It is unknown if the coil was used like a guidewire to reposition the microcatheter. It is unknown if a one to one relationship between the coil and delivery tube was verified with fluoro prior to the repositioning. There was no clinically significant delay in the procedure due to the event.